Manufacturer narrative:
An event of aortic insufficiency, leaflet tear, and valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic insufficiency. Upon explant, it was observed that there was a tear in the right coronary cusp. The valve was replaced with a 23 mm edwards intuity.